Event description:
It was reported by the radiology technician that the pt had the catheter inserted in 99. In 99 the pt reported that the catheter had fallen out in his sleep. The pt condition is stable with no complications from the incident.